Event description:
Type of procedure: unknown. Event description: event date is unknown. It was either (B)(6) 2022 or (B)(6) 2022. The rep was informed that the inzii bag ruptured during a case. No other information has been provided to the rep at this time. The rep has left a voicemail with the surgeon to follow up on this event. Product is available for return. Patient status: no patient injury reported. Type of intervention: unknown.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Name of procedure: unknown. Event description: event date is unknown. It was either 01feb2022 or 02feb2022. The rep was informed that the inzii bag ruptured during a case. No other information has been provided to the rep at this time. The rep has left a voicemail with the surgeon to follow up on this event. Product is available for return. Additional information received via email on 03mar2022 from [name], applied medical account manager ii. The rep has made attempts to gather additional information but no additional information about the event has been provided. The facility disposed of the product. The product is not available for return. Patient status: no patient injury reported. Type of intervention: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.